Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke and pieces potentially remain in the patient.

Event description:
It was reported that the device broke and pieces potentially remain in the patient. All pieces were retrieved.

Manufacturer narrative:
Please note that this event was initially reported as a serious injury, but additional information now changes this event to a malfunction: it was reported that the device broke and pieces potentially remain in the patient. All pieces were retrieved. Alleged failure: in process of repair of luxation of shoulder bankart type, dr uses the rigid drill of iconix. For the customer the flexible drill cannot be used, due to the location of the injury, the doctor is difficult to drill with the rigid drill, however the dr tries to several times, finally the buck is breaked. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) excessive force applied on device, 2) starting and stopping drill, 3) pulling drill out of bone without running drill, or 4) moving drill guide during drilling. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.